Event description:
Spontaneous. Patient reported curlin pump stopped working during last infusion. Pump screen would say to switch to an external power source. After replacing pump with a fresh set of batteries, pump then displayed a motor error, and went back to switch to external power source. No missed dose; infusion was able to be completed via gravity. No adverse events reported. Pump available for return. No further information. Reported to (B)(6) by pt/caregiver.